Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020 and a 33mm watchman laa closure device was successfully implanted. Post procedure, the patient was placed on plavix 75mg daily. During a follow-up tee performed on (B)(6) 2020 at the 45-day check-up, thrombus was noted on the device. A complete seal was noted both during the case and there was no change at follow-up. The patient was started on eliquis with the findings. It was further reported that the patient was discharged home on (B)(6) 2020 on plavix alone. A follow up tee on (B)(6) 2020 indicated a device related thrombus. Plavix was stopped and the patient was switched to eliquis 5mg bid and scheduled for a repeat tee in three months. A repeat tee on (B)(6) 2020 showed the device related thrombus was still present. The patient was taking eliquis 5mg bid and will continue to do so and repeat a tee in three months.

Manufacturer narrative:
Correction: implant date. Updated: describe event or problem

Manufacturer narrative:
Correction: implant date updated from (B)(6)2020 to (B)(6)2020 correction: lot updated from 0024368842 to 0023670355 updated: b5 describe event or problem .

Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020 and a 33mm watchman laa closure device was successfully implanted. Post procedure, the patient was placed on plavix 75mg daily. During a follow-up tee performed on (B)(6) 2020 at the 45-day check-up, thrombus was noted on the device. A complete seal was noted both during the case and there was no change at follow-up. The patient was started on eliquis with the findings. It was further reported that the patient was discharged home on (B)(6) 2020 on plavix alone. A follow up tee on (B)(6)2020 indicated a device related thrombus. Plavix was stopped and the patient was switched to eliquis 5mg bid and scheduled for a repeat tee in three months. A repeat tee on (B)(6) 2020 showed the device related thrombus was still present. The patient was taking eliquis 5mg bid and will continue to do so and repeat a tee in three months. It was further reported the actual implant date was (B)(6)2020 and a 30mm watchman laa closure device was successfully implanted.

Event description:
It was reported that device thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020 and a 33mm watchman laa closure device was successfully implanted. Post procedure, the patient was placed on plavix 75mg daily. During a follow-up tee performed on (B)(6) 2020 at the 45-day check-up, thrombus was noted on the device. A complete seal was noted both during the case and there was no change at follow-up. The patient was started on eliquis with the findings.